Event description:
The user facility reported a patient (unknown age, race and gender) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the implant difficulty was encountered with the sheath introducer. The physician observed the locking mechanism to be broken, which was not realized until peeling away the sheath with some difficulty. The physician had to remove the locking cap in order to put in the repositioning unit. Ultimately the patient was successfully placed on the cp despite and was supported for two days before expiring. Additional information received noted the patient came from the intensive care unit to the catheterization lab in a very desolate state on a high dose of catecholamines, as well as stationary left ventricle after peripheral extracorporeal life support system and already at the beginning of multi-organ failure. The situation with the sheath introducer was all under control by the physician per the report. Medical safety review of the event noted the patient expired for reasons as noted above other than difficulty with the sheath introducer. There is no report or indication of information that reasonably suggests there was problem with hemostasis, no bleeding was reported or indicated. The repositioning sheath was inserted with some difficulty but successful. There were no adverse effects with the use of the impella including the locking mechanism issue. The patient was on support; it does not appear support was interrupted or delayed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.